Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19057. It was reported that the patient presented for remote follow up via merlin.net noise exhibited by the both the right ventricular and atrial leads. Atrial lead noise was over-sensed. No interventions or patient symptoms were reported.